Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer¿s right atrial (ra) and right ventricular (rv) leads exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, the device went from a battery status of 8 years remaining to 5.5 years remaining. It was noted that the patient was in atrial fibrillation (af) with rapid ventricular response (rvr) and review of stored device memory noted ventricular tachycardia (vt) episodes with very fine noise, however, did not result in pacing inhibition. Noise was able to be reproduced on the ra and rv leads with patient isometrics, however, once minute ventilation was programmed off, the noise on the rv lead went away. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The physician plans to do a chest x-ray on an unknown date in the future, however, will continue monitoring at this time. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
--

Event description:
--